Event description:
Additional information received indicated that, in addition to the high out of range rv pace impedance measurements, the system also exhibited noise on the rv channel. The device remains in service while the rv lead was explanted and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection revealed a fracture at 132 millimeters (mm) from the terminal pin. The extraction stylet was noted stuck in the lead and dried body fluid though out the entire lead lumen. The clear medical adhesive (ma) was torn from the expanded polytetrafluoroethylene (eptfe) at the proximal end of the proximal spring electrode, where stretching was also noted. The distal end of distal spring electrode was separated from the lead body insulation. A cut in the insulation was noted due to the removal of the suture sleeve tie downs. The conductor coils were deformed at 137 mm from the terminal pin. The ptfe in the rate-sense portion was bunched and twisted near the terminal pin and the gore was abraded as well. The location of the fracture is consistent with a fatigue fracture near the suture sleeve tie down area. The allegation was confirmed.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli). Additional information was received from the field representative that the cause was not determined and the patient had lead replacement. At this time, the device remains in service while the rv lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.